Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a fall the patient's lead was not providing effective therapy and they were unable to enter MRI mode. Diagnostics revealed high impedances on the lead. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken wherein the lead was replaced. Therapy was restored postoperatively.